Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the faiure mode & effects analysis (fmea).

Event description:
The user facility reported that the patient came from the emergency room (ER) with aggrastat on board. The patient had a percutaneous coronary intervention (pci) procedure with stent. Before deploying the angio-seal device, a groin shot was taken to make sure puncture location was good for angio-seal deployment. Once verified, a 6fr angio-seal was deployed in the right groin. The angio-seal deployed with no issues. The tech always holds pressure after deployment for one minute. After one minute of holding pressure, she released her hand and immediately noticed a steady flow of blood (not pulsatile flow). The tech then held pressure for 15 minutes and never achieved hemostasis. A femstop was then used to achieve hemostasis. The patient was stable, and the procedure was successful.